Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in diagnostic procedure when the issue occurred, and it was completed as planned by restarting the system. The philips remote service engineer (rse) checked the system remotely by connecting with the customer and confirmed that the generator restarted automatically. During troubleshooting, the rse analysed the error log and found a fault with the point of the frontal x-ray generator. The philips field service engineer (fse) visited the system onsite and confirmed that the point (power inverter) has a sporadic error due to the problem in generator. The fse replaced the point certeray and performed radiation tests. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of function issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. The issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's x-ray generator restarts automatically, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.